Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance of safety disk and battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2024-0005068 in your database.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 evaluated, integrity were also checked, error logs viewed and accessed in service mode. It was found there was need to change the battery and safety disk. There was no patient involvement.